Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the pump alarmed that it was empty about 6 hours early. Patient did not call hotline and simply turned it off and came to the infusion center when it opened. The pump was connected to the patient when the error/event occurred. Continuous infusion rate: 5.4 ml/hr. Total reservoir volume: 250 m.l given: 215.7 ml per pump (34.3 ml remaining). However, when withdrawing the remaining volume from the cassette with a syringe, there was only about 9 ml left in the cassette. Air detector and upstream sensor were on. Length of infusion: 46 hours. Lock level: keypad was locked. A cstd was used to fill cassette. The pump was used to prime the extension tubing. Patient received full dose prior to pump indicating completion of infusion. The pump should have 34.3 ml remaining. This event occurred at the patient's home and was operated by a health professional. There was no patient harm/adverse event reported.